Manufacturer narrative:
Medical devices: addrl1 igp implanted: (B)(6) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) battery was depleted early due to very high thresholds on both right atrial (ra) lead and right ventricular (rv) leads. The system was explanted and replaced. No patient complications have been reported as a result of this event.